Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis confirmed normal battery depletion.

Event description:
It was reported that the pulse generator exhibited an intermittent loss of capture when the pacing rate was increased and an output anomaly. The device was explanted and replaced.